Event description:
A customer reported an error with their continuous glucose monitor (cgm), identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.